Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, while harvesting the suture during device removal, the suture was noted to be frayed (not separated). The same suture was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the return device. The reported frayed suture was confirmed. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. A review of the production record for this product was not performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported split/frayed suture could not be determined. Factors that may contribute to split/frayed suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tracts during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.